Event description:
Allegedly surgeon concern over pseudotumor and bone resorbtion. Primary surgery in 1995. 1st revision (B)(6), 2009.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.